Manufacturer narrative:
Follow-up #1: date of submission 03/24/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2017 with the following findings: on investigation, the pump powered on with fully functioning auditory tone and vibration. Investigation did not duplicate the alleged ¿no sound¿ complaint. Unrelated to the original complaint, there was visible moisture in the battery compartment, the battery compartment was noted to be cracked and a leak test failed at the site of the battery compartment crack. Moisture was found inside the pump on the printed circuit board, motor assembly, battery housing and vibration motor. Additionally, the display was noted to be dim/faded/discolored. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.